Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This case, reported by an unspecified health care professional who contacted the company to report a product complaint, regards a female patient (age and origin not provided). The patient began using an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir pen was reported to not be working properly. The pen will display the units from 1 to 19, but when 20+, 30+, 40+, et cetera is dialed, the first digit will not be complete, as part of the display seems to be missing. This humapen memoir is associated with product complaint (B)(4) / lot 0808c01. The user and the user's training status is unknown. The suspect device had been used for about one week. Return of the pen is expected.